Event description:
A malfunction was reported on the customer's pump. The issue caused the customer's blood glucose level to exceed 600 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi), without the need for incapacitated third-party assistance. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.